Manufacturer narrative:
The device was evaluated by a facility biomedical engineer and repaired by a third party service provider. The third party service provider replaced the automatic ventilator switch. The device was placed back into service after the repair.

Event description:
It was reported that the bellows stopped working in the middle of a case. The machine was evaluated by a hospital biomed. The automatic ventilator switch was replaced. Device was placed back into service and no other problems have been reported.